Event description:
The customer observed low sodium results for 13 patients. When she repeated the patient samples, sodium results for 12 of the patients were discrepant. All repeat testing was performed on the same cobas c111 analyzer. Patient 1, initial result was 129 mmol/l (accompanied by a data flag), the repeat result was 136 mmol/l. Patient 2, female, initial result was 124 mmol/l (accompanied by a data flag), the repeat result was 132 mmol/l. Patient 3, male, initial result was 131 mmol/l (accompanied by a data flag), the repeat result was 140 mmol/l. Patient 4, female, initial result was 133 mmol/l (accompanied by a data flag), the repeat result was 140 mmol/l. Patient 5, initial result was 129 mmol/l (accompanied by a data flag), the repeat result was 136 mmol/l. Patient 6, female, initial result was 130 mmol/l (accompanied by a data flag), the repeat result was 138 mmol/l. Patient 7, female, initial result was 128 mmol/l (accompanied by a data flag), the repeat result was 137 mmol/l. Patient 8, female, initial result was 130 mmol/l (accompanied by a data flag), the repeat result was 137 mmol/l. Patient 9, female, initial result was 127 mmol/l (accompanied by a data flag), the repeat result was 136 mmol/l. Patient 10, male, initial result was 130 mmol/l (accompanied by a data flag), the repeat result was 138 mmol/l. Patient 11, initial result was 134 mmol/l (accompanied by a data flag), the repeat result was 140 mmol/l. Patient 12, male, initial result was 130 mmol/l (accompanied by a data flag), the repeat result was 138 mmol/l. The initial results were reported outside the laboratory and corrected reports were issued for the patients. No adverse events were reported due to the discrepant results. The sodium electrode lot number was 21501024. According to the customer, the issue was caused by a poor calibration. The customer recalibrated and reran controls which resolved the sodium issue.